Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse realigned the server 3 probes, performed a bottom of cuvette (bocc) test, and verified that the system was in specifications. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide result was obtained on a dimension vista 1500. The initial result was not reported. The sample was repeated on the same instrument and again on an alternate dimension vista 1500. The repeated results were reported, as the corrected results, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide result.